Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. D23515, csoooxc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since (B)(6) 2016 for diabetes as well as ethinylestradiol; norgestimate (ortho-tri-cyclen lo), fluconazole from (B)(6) 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fungal infection ("yeast infection"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the fungal infection had resolved. The reporter considered anxiety, depression, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is (B)(6) 2016 but in summons the date of insertion was given as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one / ones were described in patients medical record confirming: yeast infection, vaginal infection. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & mr received. Case become medically confirmed. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), infection: vaginal, depression, mental anguish / anxiety, yeast infection. Updated outcome of events pain from unknown to recovering / resolving and yeast infection from unknown to recovered / resolved. Event onset date was added. Reporter's information was added. Patient's demographics was added. Medical history, concomitant conditions, concomitant drugs, treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. Cs000xc,d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since (B)(6) 2016 for diabetes as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluconazole from (B)(6) 2017 to (B)(6) 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal/ vaginal infection"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infection") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy, hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, fungal infection and abdominal pain had resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is (B)(6) 2016 but in summons the date of insertion was given as (B)(6) 2016. Plaintiff received treatment for pelvic pain, abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion, bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: yeast infection, vaginal infection. Lot number (csoooxc) is not valid. Lot number cs000xc is valid manufacture date:2015-08 expiration date: 2018-06. Lot number d23515 is valid manufacture date: 2014-10-22 expiration date: 2017-10-28. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. Cs000xc,d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since (B)(6) 2016 for diabetes as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluconazole from (B)(6) 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fungal infection ("yeast infection"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the fungal infection had resolved. The reporter considered anxiety, depression, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is (B)(6) 2016 but in summons the date of insertion was given as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: yeast infection, vaginal infection. Lot number cs000xc is valid manufacture date:2015-08 expiration date: 2018-06. Lot number d23515 is valid manufacture date: 2014-10-22 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. Cs000xc,d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since (B)(6) 2016 for diabetes as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluconazole from (B)(6) 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fungal infection ("yeast infection"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the fungal infection had resolved. The reporter considered anxiety, depression, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is(B)(6) 2016 but in summons the date of insertion was given as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: yeast infection, vaginal infection. Lot number cs000xc is valid manufacture date:2015-08 expiration date: 2018-06. Lot number d23515 is valid manufacture date: 2014-10-22 expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 38-year-old female patient who had essure (batch no. D23515,csoooxc-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since january 2016 for diabetes as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluconazole from june 2017 to july 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In january 2016, the patient had essure inserted. In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fungal infection ("yeast infection"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown and the fungal infection had resolved. The reporter considered anxiety, depression, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is (B)(6)2016 but in summons the date of insertion was given as jan2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: yeast infection, vaginal infection. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. Cs000xc,d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, swelling nos, uterine fibroid and anxiety. Concurrent conditions included diabetes, sciatica and abdominal bloating. Concomitant products included metformin since january 2016 for diabetes as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluconazole from june 2017 to july 2017, ibuprofen, nsaids since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In january 2016, the patient had essure inserted. In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: vaginal/ vaginal infection"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infection") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic robotic-assisted bilateral salpingectomy, hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, fungal infection and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in this follow up the insertion date is (B)(6)2016 but in summons the date of insertion was given as jan-2016. Plaintiff received treatment for pelvic pain, abdominal pain and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion, bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: yeast infection, vaginal infection. Lot number (csoooxc) is not valid lot number cs000xc is valid manufacture date:2015-08 expiration date: 2018-06 . Lot number d23515 is valid manufacture date: 2014-10-22 expiration date: 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain and gen. Abnormal bleeding were added. Essure implant was updated. Outcome for events pelvic pain, abdominal pain, gen. Abnormal bleeding and vaginal infection were added as resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.